Manufacturer narrative:
The clinical assessment was based on patient medical records and no patient images. At the completion of the clinical evaluation, based on the information received the following were confirmed: endoleak type iiia of the right common iliac artery limb extension, and a persistent left side type ii endoleak - ilio-lumbar artery. A manufacturing or design issue has not been identified or suspected based on the evaluation of the reported event. The devices remain implanted, therefore no evaluation performed. Based on the information available the root cause of the reported event is unknown.

Manufacturer narrative:
The devices involved in the event will not be returned for evaluation, they remain implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Devices remain implanted in the patient.

Event description:
Patient initially implanted with a bifurcated stent, a suprarenal aortic extension and a limb stent graft on (B)(6) 2013. In (B)(6) 2016 the patient came in for a follow up and the ultra sound showed a filling defect and potential endoleak. The physician completed an angiogram which confirmed a type 3a endoleak with component separation between the main body and the limb extension. The physician elected to implant an additional limb stent graft to seal the endoleak. The patient is in stable condition.